Manufacturer narrative:
It was reported that a underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a thermocool® smart touch¿ bi-directional navigation catheter, and a foreign material issue occurred. The investigational analysis completed 3/20/2019. The device was inspected and yellowish material was observed on the catheter tip. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the foreign material is primarily composed of a biological-base material, presumably a human tissue. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the biological material observed, cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedure. This could be related to the procedure.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation and found yellowish foreign material on the catheter tip. These findings coincide with the reported event. The foreign material has been assessed as MDR reportable. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 2/6/2019, a manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. Manufacture reference no: (B)(4).

Event description:
It was reported that a underwent an ablation procedure for avnrt with a thermocool® smart touch¿ bi-directional navigation catheter, and a foreign material issue occurred. Upon catheter removal at the end of the case, foreign material was observed attached to the usable length of the catheter. No adverse patient consequences were reported. The physician did not feel any resistance while introducing or retracting the catheter from the sheath. There was no ring or electrode damage and no wires or braid were exposed. The foreign material issue has been assessed as MDR reportable.